Event description:
It was reported that the device exhibited a high-pressure alarm. The event occurred while patient use, during infusion, and there was no patient was harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of a high-pressure alarm occurring. Visual, functional and occlusion tests were performed. The tests could not confirm the reported issue as the occlusion detection level of the downstream occlusion (dso) sensor was within specification. The cause of the issue was a possible defective downstream sensor or cassette product. Functional testing was run on the device and it passed all testing.